Event description:
It was reported that a purcuflex plus stent was to be used in a procedure, and, during unpacking, it was found that the stent was fractured. A photo of the device was provided showing that the stent shaft was broken in half. The procedure was completed with another of the same device and there were no patient complications reported. The condition of the patient following the procedure was reported to stable.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break. Upon receipt at our quality assurance laboratory, this percuflex plus ureteral stent underwent a thorough analysis. Visual analysis identified that the stent shaft was detached. Additionally, under magnification, it was observed that the suture hole was torn until the tip. A product labeling review identified that the device was used per the directions for use (dfu) / product label. Based on the information available and analysis results, the reported allegations of stent shaft break was confirmed. The suture was not returned, indicating that it was removed. These failures could have been caused due to an interaction of the device with the suture string such as entanglement, manipulation or excess of force applied over the device during the setting up. A conclusion code of failure to follow instructions was assigned to this investigation.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a purcuflex plus stent was to be used in a procedure, and, during unpacking, it was found that the stent was fractured. A photo of the device was provided showing that the stent shaft was broken in half. The procedure was completed with another of the same device and there were no patient complications reported. The condition of the patient following the procedure was reported to stable.